Event description:
Customer reports blood sugars of 96 mg/dl and 179 mg/dl back to back on her compact plus system. No adverse events. No action or inaction based on any of these values. Requested return of suspect device and replacement was sent.